Event description:
It was reported during analyzer testing at implant, the lead sensing and thresholds were poor. The lead was not used and another lead was used to complete the procedure. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.